Event description:
It was reported that on (B)(6) 2022, an 8mm amplatzer septal occluder was selected for procedure. During procedure, the amplatzer septal occluder exhibited a cobra deformation when deployed under fluoroscopy. The occluder was never released from the delivery cable. There was no interaction with cardiac structures during deployment and no angulation/kink observed with the delivery system. The decision was made to replace the amplatzer septal occluder with a new 8mm amplatzer septal occluder to complete the procedure. No clinically significant prolonged procedure time was reported. The patient was stable and discharged at the time of report.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. Possible causes of device deformity include use of the incorrect size delivery system, anatomical interference, and angulation or kink in the delivery system upon deployment. The correct delivery system was used and no anatomical interference, or angulation or kink in the delivery system was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Subsequent information provided after initial report: the standard j-wire, 5f micro puncture sheath and the 6f short pinnicle were used in the first step to access the vein. A 7f 80mm amplatzer trevisio intravascular delivery system was used to implant the device. There was no angulation or kinks noticed in the delivery system. The same delivery system was used to deliver the replacement 8mm amplatzer septal occluder (lot: unknown). The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.